Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3â® short external hex parallel walled implant, 5mm(d) x 5mm(l) (boes505) was returned for investigation. Visual evaluation of the as returned product identified one (1) boes505 implant with bundled mount, cover screw and label/vial returned with signs of use. The implant and mount were returned not fully attached (gap visible at hex). Functional testing determined the implant and bundled mount could easily be separated. Additionally, the implant and mount were able to be properly assembled. An additional mount (icg03cy-q) was returned with signs of use and no apparent malfunction. The additional mount also was able to be properly assembled to the implant. A follow up was created for the additional bundled mount to determine if a failure was reported for it or if it was returned after being used with the other implant placed in the procedure. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site, and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020011265). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported lot number (2020011265) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that following implant placement, unable to remove mount from implant. Implant was removed. Procedure was completed using another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. Tooth location not reported.